Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9628 3.0 drill bit broke. This was discovered during an unspecified procedure, with no patient harm reported. Additional information on (B)(6) 2022: on (B)(6) 2022 it was reported by a sales representative via sems that during an rsa procedure on (B)(6) 2022, the ar-9628 3.0 drill bit broke, the fragment was removed from the patient. The case was completed using another drill, no delay or patient harm.